Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No sticky buttons or button error alarm noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they believe that the insulin pump was not working. The customer's father reported that the buttons kept getting stuck. The customer's blood glucose was 570 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's father performed high pressure test and the insulin pump passed. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.